Event description:
It was reported by the patient's spouse that the patient had a "staph infection in the blood, it attached to the wires and the device". The system was explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, (B)(6) 2008; 6947 implantable tachy lead, (B)(6) 2008. (B)(4). The device was not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.